Event description:
Livanova deutschland received a report that the heater cooler 3t system patient circuit displayed an error code indicating that the heating/cooling function was not working properly (e04). There was no patient impact.

Manufacturer narrative:
A1-a5 patient information was not provided h11 livanova deutschland manufactures the heater cooler 3t system, the event occurred in germany. Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.